Event description:
While removing the catheter, a glue embolus floated into the left mca. The physician was unable to retrieve the embolus. A hole was found in the catheter after the procedure had been completed. The pt condition is unknown at this time.